Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05119, 1627487-2022-05120. It was reported that the patient did not use or charge the ipg for many years due to the system not providing effective relief, resulting in the ipg becoming inoperable. Surgical intervention may be taken at a later date to remove the system.

Event description:
Related manufacturer reference number: 1627487-2022-05119, 1627487-2022-05120. It was reported that the patient did not use or charge the ipg for many years due to the system not providing effective relief, resulting in the ipg becoming inoperable. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.